Manufacturer narrative:
Product analysis: product analysis: analysis of the programmer was unable to confirm the customer comments of an error code, confirmed customer comment of water damaged. It was noted that there was evidence of internal corrosion on the programmer. Analysis also noted that the stylus cable was twisted but still functional, the hardware was loose inside the display, the xy printed circuit board (pcb) was replaced, and stylus calibrated as preventative, the power cord bay latch tab was broken, and the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the inside of the programmer got very wet in the rain. It was noted that the error message "1102" was displayed on the screen. It was noted that previously there had been a "loss of communication" error message observed between the programmer and the analyser. The product has been returned for service. The programmer subsequently tested out-of-specification during analysis. No patient complications have been reported as a result of this event.